Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was not used and replaced on (B)(6) 2024. The patient was in stable condition.